Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, swelling, and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device analysis: "analysis of the returned device identified: weight to the spec, white calcification in the shell and opening curved on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage." Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, swelling, and pain. Device was explanted.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported capsular contracture, pain and edema was reviewed on (B)(6)2022. Visual analysis of the photographs identified a device appears to be intact, in the surface of the shell have red particles. The device is labeled for left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device was explanted.